Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert and reached elective replacement indicator (eri) battery status on (B)(6) 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported the patient heard tones from the subcutaneous implantable cardioverter defibrillator (s-ICD) and was brought into the office. Upon interrogation the s-ICD had reached elective replacement indicator (eri) earlier than expected. It was noted that the patient was seen in the office two months earlier with 29 percent battery life remaining and six months before that the battery showed 41 percent remaining. The patient has received seven shocks over the lifetime of the s-ICD. Data from the device was sent into engineering for review. Upon review, a rapid and unexpected decrease in battery voltage was observed and explant was recommended. Subsequently the s-ICD and successfully replaced. No additional adverse patient effects were reported.